Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the ipg would not communicate and was inoperable. Patient lost stimulation around (B)(6) 2018. The ipg was explanted and replaced on (B)(6) 2018. Therapy was restored post operatively.